Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the battery of the pacemaker (pm) exhibited a diagnostic anomaly. The patient was asymptomatic. The pacemaker was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of decreased longevity was confirmed. Based on the information provided, it was determined that longevity was inaccurate due to frequent telemetry sessions, which prevent a valid battery voltage measurement from being obtained. Therefore, the longevity is conservatively estimated in this condition. The device is performing per design.